Event description:
It lay-user/pt alleged that the arrow buttons on the keypad is non responsive. The keypad reportedly was intact. The reported issue began one week ago. There was no adverse event associated with this complaint.

Manufacturer narrative:
"The pump was returned to animas for evaluation. The results of the investigation were as noted: the keypad appears to be intact no lifting or peeling observed. The "down" keypad button is intermittently responding during testing. The "contrast" keypad button requires excessive force to activate. The "ok" and "up" keypad buttons are responsive, they click and spring back normally during testing. The keypad was removed for further investigation. The "contrast" key contact is inverted and do not always spring back. The "down" key contact becomes inverted when pressed and do not always spring back. The "up" and "ok" key contacts click and spring back normally. There was evidence of keypad adhesive found under all key contacts"